Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient presented pain due to periprosthetic joint infection (pji) on the juvenile tumor system (jts) (non-invasive) distal femoral replacement. This will require a revision surgery.